Manufacturer narrative:
Device evaluated by manufacturer: the stent had detached from the balloon and moved proximally on the catheter to the guidewire exchange port. The stent was severely bunched up and appeared to have been balloon expanded at the proximal side, and not or minimally expanded at the distal side. The balloon was partially inflated and filled with solidified contrast media. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00x16mm promus element plus was selected to treat the lesion. Stent came off the balloon inside the tuohy. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(6). Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00x16mm promus element plus was selected to treat the lesion. Stent came off the balloon inside the tuohy. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.